Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. As received, the attachment could support the reported complaint. However, a root cause could not be determined and was not reproducible thru testing. Production and quality testing of the attachment was not performed as the device was not in working condition. Bur end bearing was stuck inside the bead cavity. Bur end bearing retainer looked good. Cap end bearing retainer was broken into pieces. Significant to minor gear wear was observed on head-tail and head assemblies. Moderate debris was noted inside the head and cap cavities. All inner components looked dry and corroded. Cap end bearing failure and lack of lubrication may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap "exploded" from a midwest e 1:5 ca attachment during use and resulted in a laceration. The patient was administered tylenol 3 and amoxicillin.